Manufacturer narrative:
This device is used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned and a lot number was not provided.

Event description:
Patient was implanted with tfn nail and helical blade on (B)(6) 2013. On (B)(6) 2013 the consultant was advised by the surgeon that the helical blade had cut out of the femoral head, and the patient needed revision surgery. Patient was returned to the o.r. On (B)(6) 2013; surgeon removed the helical blade and replaced it with an 80mm tfn screw. There was no information concerning the patient's condition following revision surgery. This is report 1 of 1 for complaint # (B)(4).